Event description:
The tech alleged the brake casters are not holding at the head end of the bed. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters at the head end of the bed to resolve the issue.